Event description:
It was reported that the patient never had therapeutic effect. It was stated that the patient wanted to get her implantable neurostimulator (ins) explanted. It was also stated that the patient was ¿in a lot of pain and the wires were burning her.¿ the pain had reportedly started 6 months ago. It was noted that the patient¿s doctor had not helped her find out what was causing the pain. It was unknown if the pain was the same with stimulation on or off. It was further stated that the pain was ¿annoying and she was tired of recharging.¿ it was noted that the patient hung up. It was later reported that the patient was out in the sun and now stated that her wires were ¿burning.¿ it was noted that the patient was ¿sick and in pain.¿ it was stated that the patient told her healthcare provider (hcp) about the pain and had suggested hypnosis. There was no scheduled appointment yet. The patient was reportedly ¿so sick¿ and did not know what to do, as she was going to ¿throw her recharging unit out.¿ it was also noted that the patient was to tell her hcp to take the ins out. It was further stated that the pain and burning had begun today and yesterday due to being out in the sun. It was added that the patient¿s skin only burned where the wires were only when she went into the sun. It was mentioned that the ins was checked the patient was told that the metal was causing the burning sensation. It was also mentioned that the issue had happened for the past year, but had only recently gotten worse. It was noted that the patient could feel stimulation. It was now stated that it did not matter if the ins was on or off, the ¿wires burn in the sun.¿ additional information received reported that the patient had wires in her face (it was unknown which side). It was reportedly the understanding of the manufacturer representative that the patient wanted to have facial plastic surgery and the surgeon would not perform the procedure unless the leads were removed. It was noted that the patient had been asking about plastic surgery ¿for a while now.¿ it was added that the patient had only recently reported burning in her face.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v537001, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v537001, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v537001, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v537001, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had been in pain ¿for hours¿ and did not know what to do anymore. The patient stated that she had already taken a pill and did not have enough medicine left. It was stated that the muscles were ¿screwed up¿ where the wires were. It was noted that the patient was in pain and had not ¿even really been moving.¿ the patient stated that the device did not help with pain. It was unclear when the pain started. It was noted that this was the pain with which the device "typically helped.¿ when asked if the patient could feel stimulation, the patient replied that she could ¿feel something ¿ pain.¿ it was noted that the patient wanted to make an adjustment with the programmer, but when asked to sync with the ins the patient stated that ¿would not do anything¿ and stated that she wanted the device explanted. It was noted that the ins was ¿sorta charged¿ and the patient could not spend every night charging.

Manufacturer narrative:
(B)(4).